Event description:
Rayner intraocular lenses limited has received notification of a suspected case of endophthalmitis following the implantation of a c-flex 570c intraocular lens.

Manufacturer narrative:
This event has been allocated. The physician has provided rayner with the following account of the reported case "patient stated could watch tv night of surgery, eye itched next day so rubbed it a lot and when presented of office on pod1 with va of cf at 4 feet and eye had fibrin webbing in anterior chamber from wound to pupil margin, no myopia but 2+ cell and flare and the pt had caused a 6mm horizontal oval abrasion in cornea, no corneal ulcer -- some stria consistent with abrasion edema. Made clinical diagnosis of acute endophthalmitis and did same care as above two pts but did anterior chamber tap of 0.1 ml on to slide and transfer culturette. This time the lab did confirm gpc on gs in pairs and clusters, culture pending. , pt to return tomorrow. Pt is monocular from pituitary tumor damage to other eye."